Event description:
The customer reported the control panel was not turning on. The fe confirmed the workstation booted up, but the c-arm would not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested, found to be working as intended and returned to service.